Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was discovered via facility medwatch report ((B)(4)) that the following incident occurred: while attempting to insert the anchor for the labral repair it dislodged upon insertion and could not be found visually with the arthroscope. Another anchor was open and utilized correctly to complete the procedure. The initial anchor that was dislodged was not found and remained in the patient. Arthrex anchor was a bio-composite pushlock 2.4 x 11.3mm (expiration date 04/30/2021, reference number ar-2922bc. Surgery was completed with no further complications, dressings applied and patient was taken to pacu. Additional information obtained from the facility clinical risk specialist: the date of the procedure was (B)(6) 2019. It is possible the device may have been suctioned out by the neptune device however they were unable to confirm this. The device could still be in the patient.